Manufacturer narrative:
Reported event: an event regarding altr and wear/metallosis involving an accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a primary right total hip arthroplasty since I was able to review x-rays with the implant in place. I can also confirm that the patient underwent revision surgery since I was able to review the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of metallosis, elevated ion levels and trunnionosis are multifactorial including surgical technique, especially in the way the femoral head and femoral trunnion are prepared, patient factors including lifestyle, activity level and bmi, and implant factors." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to elevated cobalt and chromium levels and altr. A review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a primary right total hip arthroplasty since I was able to review x-rays with the implant in place. I can also confirm that the patient underwent revision surgery since I was able to review the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of metallosis, elevated ion levels and trunnionosis are multifactorial including surgical technique, especially in the way the femoral head and femoral trunnion are prepared, patient factors including lifestyle, activity level and bmi, and implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Correction: a2, d6a.

Event description:
No new information.

Event description:
Patient called and reported; I had a stryker hip prosthesis put in around nine years ago (B)(6) 2014 and it was a recall in several countries but not necessarily our country a stryker v40, stryker accolade #2 metal on metal. I had to have it taken out and another one put in on (B)(6) 2025. I was never alerted by the doctor, hospital or stryker that there was a problem with this prosthesis and I had a pseudo tumor cyst. It took me probably a year before I realized how bad there was metal leaking into my bloodstream chromium and cobalt. I would appreciate a call back from stryker to answer some of my questions and see if we have a case to at least get reimbursement for the money that we had to put out on our own to get this redone and I mean we're not even talking about all the pain and problems we had for about a year before we realized it was what it was. Right hip.